Event description:
Feedback type: customer dissatisfaction. Other details: other. Submitter email: (B)(6). Cfm form received date (outlook email received date): (B)(6)2022. Main reason (q3):"the secondary arm did not return, and the exposure button was not switched, resulting in an error china pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#(B)(4)." Impact issue (q8):"the secondary arm did not return, and the exposure button was not switched, resulting in an error china pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#(B)(4)" usage of device (q9):"the secondary arm did not return, and the exposure button was not switched, resulting in an error china pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#(B)(4)" clinical use (q10): follow up clinical use 1 (q11), follow up clinical use 2 (q12). Frequency of occurrence (q13): unknown, impact to the patient (q14_1), actions to resolve (q15_1):unknown. It has been reported to philips that the secondary arm did not return. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips remote service engineer (rse) analyzed the system and confirmed that the secondary arm did not return, and exposure button was not switched. On further evaluation, it was learnt that the issue occurred due to wrong operation by the customer. The secondary arm was not in the correct position as customer did not get the message. As a corrective action, the hospital in house engineer re-positioned the secondary arm in working area, and enable x-ray. No further action was required by philips as the issue was resolved and system returned to good working order. The codes were updated based on the investigation outcome.